Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during investigation, moisture was found in the battery compartment. A crack in the battery compartment above and below the grip pad was found. A leak test was performed and failed due to the battery compartment crack. The pump was opened to find no moisture.

Manufacturer narrative:
Follow-up #2, 12/9/2016- correction to serial #.